Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Severe pulmonary fibrosis. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: per discussion with our vp of product safety, there is no evidence that our valves are related to cases of pulmonary fibrosis. He has disassociated this device from the event, and therefore, this is no longer a reportable event.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to severe pulmonary fibrosis. Per the operative report, the valve was initially implanted to correct severe aortic stenosis. "Excellent seating of the valve was noted. Excellent bioprosthetic leaflet mobility was also noted.....the patient tolerated the procedure well and was sent to the cardiovascular intensive care unit in stable condition." The device is not available for evaluation, as it was not explanted.